Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was failed. A field service engineer identified that the bio ID device remained illuminated and would not power off. The remote smart service lumidigm v1.3 driver package was deployed, and the station was rebooted. Following the reboot, the bioid displayed a failure status requiring maintenance. An additional reboot and manual driver installation were performed; however, the issue persisted. The legacy lumidigm driver was removed from the windows system, and the bioid fingerprint scanner was replaced. The latest lumidigm drivers were then installed. Hardware test application testing was completed successfully, and no es hardware failure icon was present upon application launch, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio identification failed and required maintenance. There were no adverse events or injuries reported based on this event.